Manufacturer narrative:
Device operator, corrected data - the operator of the device was the surgeon due to the implant and removal in the same surgery.

Event description:
The suspect generator was received and product analysis was completed. The pulse generator diagnostics were as expected for the programmed parameters. The battery showed an ifi=no condition. However, memory showed that the device had reached an eos pulse disabled status in the past. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor for the end of service condition found in memory. No additional information has been received to date.

Event description:
It was reported that, during an implantation surgery in which the suspect generator was implanted, an end of service alert message appeared indicating that it had depleted in battery. Shortly before the implant, the device was interrogated and had full battery. The device was removed from the patient and has not been received to date. The device production records were reviewed and the device was found to have passed all functional and quality testing prior to distribution. It is unknown if electrocautery was used during the surgery. No additional information has been received to date.